Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 205 mg/dl. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit. The customer stated that she just change set. It was explained to the customer there may be possible site related issue or possibly due to a bent cannula or site/set occlusion. The customer was advised to change entire infusion set. Customer call was disconnected and she could not troubleshoot because she felt really sick.